Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the sales rep that during a shoulder repair procedure on (B)(6) 2021, it was observed that the 4590 fms solo irrigation pump -ns device was randomly running at high speed pushing out bubbles. Another like device was used to complete the procedure with a few minutes delay to swap out the pump. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: investigation summary: the complaint device was received at the service center and evaluated. It was reported that the pump randomly running at high speed pushing out bubbles. Per service manual operational and diagnostic, this complaint cannot be confirmed. It was found during evaluation that the irrigation door was broken. Further, minor scratches were identified with the device upon decontamination. The irrigation door was replaced to resolve the issues. After repair, the device was found to be working according to the specifications. The minor scratches on the device and broken irrigation door are most likely a result of user mishandling, probably during transport or storage of the device or a possible fall. There are no indications from this complaint investigation that the issue/failure is manufacturing-related, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.